Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction - not being able to pump it up all the way.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan genesis pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the inlet tube/strain relief junction of the reservoir. Testing revealed this to be a site of leakage. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Quality concluded that while in-vivo both the exhaust tubes and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the reservoir inlet tube at this site. A separation of this type would then allow the loss of fluid, making the device inoperable.